Event description:
The customer reported low patient results of multiple assays including, sodium (na), potassium (k) and others on their au680 chemistry analyzer. Refer to attached patient data summary for affected assays. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the probable cause as a defective 3-way valve. The fse replaced the 3-way valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).